Event description:
It was reported that the patient presented for in-clinic follow up with the right atrial lead exhibiting noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces measuring 6.8 cm and 40.0 cm, respectively. An external insulation abrasion was found 38.8 ¿ 39.2 cm from the distal tip breaching the outer insulation and exposing the outer coil .the cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.